Event description:
While performing a left internal carotid artery stenting (cas), the physician injected contact to check the blood flow and found the debris in the angioguard filter was obstructing flow. The physician used a suction catheter to remove the debris sticking to the filter. The filter was retrieved safely. The lesion was moderately calcified, mildly tortuous, and contained 90% stenosis. The angioguard filter was delivered and the lesion was successfully treated. The lesion was pre-dilated with an amiia (cat/lot unk) balloon. The precise (cat/lot unk) stent was placed and the lesion was post-dilated with amiia (cat/lot unk) balloon catheter. There were no other noted anomalies. Films of the procedure are not available. There were no adverse consequences to the male pt. The pt is in stable condition.

Manufacturer narrative:
This product is not available for analysis. Add'l information will be provided within 30 days of receipt.